Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer's representative (rep) reported they were struggling to get good coupling. Repositioning the antenna resolved the issue. The rep had tried to find good coupling, but could only get four boxes. This was noted to be occurring since implant. The rep tried an antenna locate feature and the antenna dial. The rep was able to communicate with the patient programmer (pp) and the clinician programmer. The antenna locate feature did not resolve the issue and the rep got 70-72 when away from the ins and 66-68 when closer to the ins. The rep did not have access to another implantable neurostimulator recharger (insr) to charge the implantable neurostimulator (ins). The rep did not think the pocket looked too deep. Additional information received from the rep reported he met with the patient and they could only get two bars. X-rays were done and the ins was not flipped. The rep was able to communicate with the clinician programmer and the insr with no problems. The antenna had already been replaced so the rep knew it was not the issue. There was fluid in the pocket. There was more than there had been two days prior. There were no fevers, chills, or redness. The ins may have been a little too deep in the pocket. The rep would have the patient lie down to see if coupling improved in that position. Further information received from the rep reported the patient was doing fine as the patient was able to charge his battery, although the coupling was not perfect. The patient's battery was flipped. The patient was setting up an appointment with the doctor for a pocket revision. There was no surgery date yet. The patient's indications for use included failed back surgery syndrome and spinal pain. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the rep reported that the patient¿s implantable neurostimulator (ins) battery was repositioned about a year prior. The batter was stabilized by a dr. (B)(6) because it was flipping. The rep stated that they did not have further details and exact timeframe of the repositioning surgery.